Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient alleged an infection and was experiencing fevers and feeling sick. No further information available.